Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the dependent patient's left ventricular lead exhibited no capture due to dislodgement. The lead was explanted and replaced. No further information could be obtained.